Event description:
Pt's meter had missing segments on the display. This issue was discovered a "while ago". They did not have any symptoms. It was not resolved with troubleshooting. They were also comparing their meter reading of 197mg/dl to an accucheck meter result of 177mg/dl. This is an invalid comparison. There was no medical intervention or treatment given. This case is reported for the missing segments on the meter display. No further info has been reported.